Manufacturer narrative:
The reported retroperitoneal bleed was addressed surgery. The device was not returned for physical investigation. There was no reported device issue. Conclusion: the reported event was not related to device malfunction. Per the initial report this could have been the result of a high stick. (Above the inguinal ligament cephalad to lower half of the femoral head or the inferior epigastric artery origin from the external iliac artery.) Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock, the black sleeve was retracted, and the collagen was deployed. Pressure was held at the access site. The site remained soft, without oozing, and no hematoma had developed. Patient was taken to recovery, but after 15 minutes the patient had a vasovagal reaction. Blood pressure and heart rate were significantly lower than baseline. Patient received supportive measures. The site was checked and the groin was soft to the touch, the patient complained of pain in the abdominal area. A groin ultrasound was ordered, which showed the patient was clear of dissection, perforation, pseudoaneurysm or other complications. A stat hemoglobin and hematocrit was ordered and the patient was escorted to CT for a stat scan. The CT revealed an active retroperitoneal bleed. Patient was sent to surgery for an exploratory cut-down and abdominal hematoma evacuation which was located at the external lilac artery, which indicates a high stick. Patient recovered after surgery.